Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had sought out medical treatment at an urgent care due to having an issue with skin irritation. The patient did not give a specific date for this event. Symptoms reported include skin irritation at pod infusion site and bleeding. The patient was prescribed an antibiotic ointment to be taken 3 to 4 times a day. The patient did not recall the name of the antibiotic. The pod was removed at the urgent care.